Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator and right ventricular lead both exhibited far p wave oversensing. The right ventricular lead also exhibited decreased in r-wave amplitude and decreased in lead impedance. Programming changes were made.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
New information received on (B)(6) 2019 indicating that the patient presented for procedure on (B)(6) 2019 and the right ventricular lead was explanted and replaced. The generator remained in use. The patient was stable post procedure.